Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was unable to finish troubleshooting with tandem technical support but planned to perform a pump reset on their own to clear the alarm and resume insulin therapy.